Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery with two prostyle devices after an interventional transcatheter aortic valve implantation procedure with a 6fr sheath. Reportedly, when removing the plunger the suture could not be verified and a cuff miss occurred for both devices. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, an anterior cuff separation [for (B)(4)], where only the proximal half was returned, was found during evaluation of the returned device. The location of the separated detached cuff half is unknown. Follow up was done and it was reported that the separation occurred during device removal. No additional information was received.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss and tab separation was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: health effect - clinical code 4582 removed. Code 2687 added.